Manufacturer narrative:
The device has been received and the product evaluation is in progress. No conclusion can be drawn. Corrected data: brand name, establishment name. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product development investigation completed. The visual inspection has shown that the inserter f/ten is broken as complained. Furthermore, the returned device has several strong impacts and hammering marks on the entire part. The review of the production history revealed that this inserter f/ten was manufactured in may 2005 as per the specification and there were no issues that would contribute to this complaint condition. Actions were initiated to prevent the reoccurrence of this failure. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Date of event: unknown - assumable date of event is: (B)(6) 2017. Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(6). Device history records review was conducted. The report indicates that the: manufacturing location: (B)(6), manufacturing date: 12. May 2005. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the customer generated a request for the repair of product 359.219. The physician reported that device is broken. This complaint involves one part. This report is 1 of 1 for (B)(4).